Event description:
Contact reported that during the case a portion of the guide sleeve was broken off in the patient's femur. The fragment could not be retrieved and was left embedded in the bone. Event occurred at the end of the procedure, and the repair had been completed. Contact stated that the surgeon reported no patient complications as a result of this situation. If this were to recur it could result in intervention being required to prevent patient injury.